Event description:
It was reported that the patient suffered a fall and it was observed that there was sometimes lack of pacing on the ECG (electrocardiogram) and no capture in both chambers. Additionally, the device could not be interrogated despite using two different programmers. The leads were tested and there appeared no problem, so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.